Manufacturer narrative:
Approximate age of device ¿ 3 years, 6 months the explanted device was returned for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s evaluation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2017 the patient¿s pump was explanted due to previously unreported chronic driveline infection. Culture was positive for pseudomonas. The patient was found to be a candidate for explant due to the amount of cardiac recovery.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. The pump was returned with the driveline severed approximately .5 inches from the pump housing and the distal portion was not returned. Evaluation of the explanted pump did not reveal a device related issue. Visual inspection of the pump blood-contacting surfaces, including the sealed inflow/outflow conduits, revealed no adhered depositions or thrombus formations. Examination of the pump bearing balls and bearing cups found no anomalies related to wear or damage. Examination of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.